Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens but the lens went into the eye side-ways. The surgeon attempted to position the lens but the lens slipped and went upside down. The surgeon attempted to reposition the lens again but the lens tore. The lens was removed back out of the original incision, during the same surgery, with no patient injury. There was no enlarged incision or sutures required. The backup lens was implanted with no problem.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient, positioning issue, unintended movement, torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and haptic torn, with a piece torn off and missing from the haptic. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).